Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on clogged needle at the qa outgoing inspection and visual inspection on clogged needle at the assembly in-process inspection. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Materials#: 305767, batch#: 0275242. It was reported by the customer that the 25-gauge 1 inch needle did not have a hole in it. Verbatim: rcc received a complaint via email. The 2nd needle was discovered on 5/23/24 and the safety zone portal incident f77576 was created: lot info: bd eclipse needle. 25g 1 ½ inch. Exp date 2025-09-30. Lot 0275242. We have the original packaging but not the needle. We are also quarantining any remaining needles we have from this lot.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1-1/2 rb needle was clogged / blocked. It was reported by the customer that the 25-gauge 1 inch needle did not have a hole in it. Verbatim: rcc received a complaint via email. Email(s) attached. The 2nd needle was discovered on 5/23/24 and the safety zone portal incident f77576 was created: lot info: bd eclipse needle, 25g 1 ½ inch, exp date 2025-09-30, lot 0275242. We have the original packaging but not the needle. We are also quarantining any remaining needles we have from this lot.